Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 500 mg/dl. Customer was in emergency room and intensive care unit as a result of high blood glucose level. Customer had symptoms of vomiting. The customer was treated with insulin intravenous drip. The customer was wearing the insulin pump during the hospitalization. Customer had alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be and reservoir will not returned for analysis.